Manufacturer narrative:
The catheter was returned to the manufacturer for analysis. Analysis found that the returned catheter did not have liquid in it and it did not appear to be damaged. Both lines were pinched but it did not appear to be pierced or otherwise damaged. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the site had placed with the visualization stylet and when they went to take the stylet out, it came out easily until they were a few centimeters from the tip. It looked like it got stuck and they heard a quiet pop. Then the cooling catheter was filled with clear liquid. They were not connected to saline at this time and they did not know where the clear fluid came from or what the clear liquid was. When looking at the magnetic resonance imaging (MRI), the site said it did not look like they pierced the ventricle. The surgeon determined that the liquid in the catheter prior to the start of the ablation procedure was no ideal and opted to use a new cooling catheter. The site got another cooling catheter and continued the case. A new catheter was used for the procedure. The procedure was complete and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Conflicting information was reported that the cooling laser applicator system catheter was having issues pumping solution. It was clarified that the issues pumping solution was not correct.